Manufacturer narrative:
(B)(4). Date sent: 10/13/2021.

Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpblue device was received with no apparent damaged. The handpiece was connected to a test device. Then, it was connected to a generator and resulted in an "replace instrument" displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure a message appeared asking to change the hand piece. It was mentioned that the hand piece had 89 uses left. No further information available from the reporter.